Manufacturer narrative:
(B)(4) - alarm, failure to. Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported the alarm did not sound when weight is removed from the sensor. The customer disconnected the sensor from the alarm and the alarm did not sound. The sensor checked is new and free of creases or folds. The batteries were replaced and there is no visible damage to the alarm reported. There was no pt incident or injury reported.